Event description:
A report was received that the patient underwent an explant procedure due to suspected infection at the pocket site. There weren't any symptoms of infection. The physician didn't like how the scarring looked and explanted patient's ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Manufacturer narrative:
Additional information was received that a infection was confirmed, however, a culture was not taken. The patient was reportedly doing well.

Event description:
A report was received that the patient underwent an explant procedure due to suspected infection at the pocket site. There weren't any symptoms of infection. The physician didn't like how the scarring looked and explanted patient's ipg. The patient is reportedly doing well following the procedure.